Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 4351, product type: lead. Product ID 4351, product type: lead. Product ID 4351, product type: lead. Product ID 4351, product type: lead.

Event description:
It was reported that one patient required reoperation for a partial bowel obstruction which was related to the intra-abdominal leads. Additional information was requested but not yet received at the time of the report.

Event description:
It was reported that one patient required reoperation for a partial bowel obstruction. Additional information was requested but not yet received at the time of the report.